Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse informed a company representative that during procedures, the valved cannulas were leaking. There is no known patient harm. Additional information was requested but has not been received to date. This is the second of four reported.

Manufacturer narrative:
Additional information: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified the device history record review does not point to a root cause because the lot was reprocessed and the product released met manufacturer¿s acceptance criteria. No anomalies were found. No additional investigation is required based on device history. A complaint history examination indicated that this is the eleventh complaint received against the components of the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).